Event description:
It was reported that two 5.5 diameter taps and guide wires broke while trying to tap l5. Also, a 7.5 diameter tap broke while trying to tap the pelvis. The patient had very strong bone. There were no reports of patient impacts associated with the 5.5 taps or the guide wires. However, the patient did retain a portion of the threads from the 7.5 tap. The hospital submitted a voluntary medwatch that states the tips of the guide wires were retained along with the threads of the tap. This is report four of five for this event.

Manufacturer narrative:
Corrections in b1, b5, e4, g3, and h6: patient. Additional information in b2. This follow-up report is being submitted to relay additional information. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were not provided for review. Product was not returned and photos were not provided. Potential cause: root cause was unable to be determined. For the guidewires, this event could possibly be attributed to increased forces due to hard bone. Complaint history: a complaint history review was performed. DHR review and related actions: lot numbers were not provided, so DHR review could not be performed. No actions are required. This event is not related to any current actions, recalls, or product holds. Device use: this device is used for treatment.

Event description:
It was reported that two 5.5 diameter taps and guide wires broke while trying to tap l5. Also, a 7.5 diameter tap broke while trying to tap the pelvis. The patient had very strong bone. There were no reports of patient impacts associated with the 5.5 taps. However, the patient did retain a portion of the threads from the 7.5 tap, as well the tips of both wires. This is event four of five for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2020-00650 thru 3012447612-2020-00654.

Event description:
It was reported that two 5.5 diameter taps and guide wires broke while trying to tap l5. Also, a 7.5 diameter tap broke while trying to tap the pelvis. The patient had very strong bone. There were no reports of patient impacts associated with the 5.5 taps or the guide wires. However, the patient did retain a portion of the threads from the 7.5 tap. This is report four of five for this event.